Manufacturer narrative:
It was reported that a 59-year-old male patient underwent an atrial fibrillation (afib) ablation with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. The patient outcome was fully recovered. They monitored the patient overnight. 2l of blood was removed and recycled for the pericardiocentesis. The physician had noticed during the procedure that there was a single "click" sound in the handle of the thermocool® smart touch® sf bi-directional navigation catheter. The device evaluation was completed on (B)(6)-2021. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and an evaluation of all features of the catheter. Visual analysis of the returned product revealed that no damage or anomalies were observed on the thmcl smtch sf bid catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Event description:
It was reported that a (B)(6) male patient underwent an atrial fibrillation (afib) ablation with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. Initially it was reported that the deflection knob was not locking the curve on the first thermocool® smart touch® sf bi-directional navigation catheter. The thermocool® smart touch® sf bi-directional navigation catheter was replaced with a second thermocool® smart touch® sf bi-directional navigation catheter and the issue resolved. The procedure continued. The deflection issue was assessed as not MDR reportable. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. Later, during the procedure, a pericardial effusion was noticed. While ablating on the ridge towards the appendage in the left atrium, it was noticed that there was a drop in blood pressure on the patient. The pericardial effusion was confirmed by intracardiac echocardiography (ice) ultrasound. All catheters were then removed from the patient. The medical intervention provided was a pericardiocentesis and 2l of fluid was removed. The blood was then recycled back into the patient. The physician had noticed during the procedure that there was a single "click" sound in the handle of the thermocool® smart touch® sf bi-directional navigation catheter. No abnormal impedance or force readings were noted during the procedure. The patient was reported to be in stable condition. Additional information was received. This adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event was procedure related, unknown specifically what caused it. Intervention provided was a pericardiocentesis. The patient outcome was fully recovered. The patient required extended hospitalization because of the adverse event. They monitored the patient overnight. 2l of blood was removed and recycled for the pericardiocentesis. Relevant history: paroxysmal afib, first time ablation. A transseptal puncture was performed using the baylis nrg needle. Prior to noting the cardiac tamponade, ablation was performed. No evidence of a steam pop. Event was noticed during the ablation phase. The flow setting was standard stsf setting. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used: graph, dashboard, vector, visitag with the visitag module parameters for stability: 1.5mm, 4sec, 25%, 3g, 3mm tags and respiratory gating with tag index coloring. Additional clarification was received stating that the second catheter used was the catheter that had the issue of the single click sound in the handle of the thermocool® smart touch® sf bi-directional navigation catheter. Additional attempts have been made to obtain clarification to this issue. However, no further information has been made available. Since the adverse event was life threatening and might result in permanent impairment of a body function or permanent damage of a body structure, it was to be considered serious and MDR-reportable. The adverse event was assessed as MDR reportable under the second thermocool® smart touch® sf bi-directional navigation catheter used during the procedure. Assessed as no "prolonged hospitalization" since they only monitored the patient overnight.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4).

Manufacturer narrative:
Additional information was received on 15-nov-2021 stating that the clicks did not coincide with the inability to deflect. The bwi product analysis lab received the device for evaluation on 15-nov-2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).